Event description:
In 2009, the pt underwent an endovascular procedure to treat a thoracic aortic aneurysm. During the procedure, a gore tag thoracic endoprosthesis was implanted. The left carotid was completely covered with the gore tag thoracic endoprosthesis. The physician then did a cut down of the left carotid and inserted a graft into the left carotid from this access point. Blood flow was restored to the left carotid. The aneursym was excluded. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.